Event description:
A dislodged catheter was reported. It was later reported that there was difficulty in filling the patient's pump at the last refill session. On fluoroscopy guidance it was noted that the catheter was dislodged from the intrathecal space. The catheter was replaced entirely on (B)(6) 2011. It was also stated that the pump had flipped in the pocket. The pump was filled in the operating room with 25 mg/ml of morphine at 1.5 mg/day. The existing concentration was of 15 mg/ml of morphine in the pump so the internal tubing was flushed of this conc prior to implant.

Manufacturer narrative:
(B)(4).